Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose at 10am that morning. The high blood glucose level was 471 mg/dl when visited to the emergency room. The blood glucose level was 222 mg/dl at the time of incident. The customer's current blood glucose is 302 mg/dl. The other blood glucose level was 424 mg/dl and 302 mg/dl. The customer was treated with syringe and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer was alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.